Manufacturer narrative:
Ortho organizers, inc. Became aware on (B)(4) 2020 of an incident in (B)(4) where the tip of a triumph weingart plier broke off during use in the mouth of a patient. The patient suffered a resulting injury to the cheek and was prescribed painkillers and antibiotics for treatment. Ortho organizers received adverse event review questionnaire filled out by the dental clinic in question. On the questionnaire, the reporting doctor, dr. (B)(4), raised concern that more serious injury could have occured had the broken piece been swallowed. Manufacturer requested that the device be returned for investigation, but it has not been received.

Event description:
The tip of the triumph weingart plier broke off while being used in the mouth during orthodontic treatment resulting in injury to the inner cheek. The broken piece was retrieved without further incident. Patient was prescribed painkillers and antibiotics to treat the inner cheek injury.